Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would intermittently go into stand-alone mode. Wiggling the umbilical would correct the issue. The umbilical cable was replaced and tested the system. The system was ready for use. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information that when the image acquisition system (ias) was being moved, the system kept going into stand alone mode. This was discovered outside a case in the hallway. The msb rep who reported it would reposition the umbilical cord and that seemed to fix the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The mvs interface cable was returned to the manufacturer for analysis. Analysis found that interface cable failed bench test due to line being opened. However, it passed continuity test. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
Device manufacturing date was updated. If information is provided in the future, a supplemental report will be issued.